Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown knee tibial tray component. Unknown knee femur component. Unknown knee tibial insert component. Unknown knee patella component. Unknown bone cement. (B)(4).

Event description:
Patient was revised to address pain. Doi: unknown; dor: (B)(6) 2018; left side.